Event description:
During an in clinic follow-up, increased pacing impedance and no capture threshold were observed on left ventricular (lv) lead. Lead insulation damage was suspected but was not confirmed. The device was programmed to deactivate the lv lead. The patient was stable and will continue to be monitored.